Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had not opened. A technical support specialist (tss) found that the issue was caused by a confirmed software bug. The tss resolved the problem by logging out of the application and logging back in. This action restored drawer functionality. The system functioned as intended after the technical support specialist troubleshot the device.